Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/19/2016 with the following findings: there was no debris observed in the cartridge compartment. The pump powered to the verify screen with no issues. A rewind and load cartridge were successfully completed and the cartridge was primed to 185 units. The cartridge was removed and confirmed 185 units remained; the cartridge was reinstalled. A rewind and load were completed again and the piston correctly stopped at 185 units and the display read 185 units. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The original complaint could not be duplicated or confirmed. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 522 mg/dl with polyuria, polydipsia and symptoms of dehydration associated with a remaining insulin reading issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the remaining insulin reading was showing more than the amount reported in the cartridge. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.